Event description:
Patient was placed on backup vent for trip to hospital. It was plugged in 8 hours prior. Patient was at hospital 8 hours, twice vent was used on battery for 10-20 minutes while tests were performed, otherwise vent was plugged in. When they left the hospital and the patient was placed in the car seat the rn noticed the vent was off. They heard no alarms when vent shut off. Patient family immediately plugged vent into cigarette adapter and vent began to work. The nurse that was on duty during the incident was contacted 10/2004. She stated, "they were just leaving the hospital when "all the red leds came on" and the ht50 stopped. They continued out of the hospital and got in the car where they immediately plugged it into the lighter adapter. It started working then." Patient family could not recall if any message were displayed in the message window and or if the unit had alarmed.